Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.

Event description:
The following is from the medical records provided by the patient's treatment facility. The patient had a one day history of dizziness, temperature of 101.6, generalized weakness, chills and decided to go to the emergency room (ER). He was treated with a dose of vancomycin and given intravenous fluids. He reported to the ER staff that he took his blood pressure before coming and it was 86/48. He usually has high blood pressure. While in the ER he complained of mild suprapubic area abdominal pain. The patient was feeling better after treatment.

Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) nurse reported that a patient was diagnosed with peritonitis. The patient was no longer a candidate for pd therapy and was transitioned to hemotherapy.

Manufacturer narrative:
There was no documentation in the medical record supporting a possible association between the fresenius dialysis products and the event of peritonitis.

Event description:
Medical records were received from the patient's treatment facility. On (B)(6) 2015, the patient presented to a hospital's emergency department febrile with a temperature of 101.6 degrees fahrenheit, suprapubic mild abdominal pain, blood pressure of 86/48, the patient was administered vancomycin; dose, route, and frequency not reported, and was admitted. On (B)(6) 2015, pd fluid cultures showed (B)(6) peritonitis. On an unknown date, the patient was discharged from the hospital, and it is unknown if the event of peritonitis resolved.